Manufacturer narrative:
The original reporter stated there were two lots in question. The facility observed patient reactions while using walkmed infusion's products, but they could not definitively state which lots were associated with which patient reactions. The two lots in question are lot 1404065 and lot 1403061. Walkmed infusion received 5 samples from each lot and requested the manufacturer perform a bacterial endotoxin test. The test results were negative for both lots.

Event description:
While a patient was receiving docetaxel intravenously, they felt the following symptoms within 10 minutes: dyspnea, flushing, and abdominal pain. The infusion was stopped and 4 liters of oxygen was administered. Additionally, 40 mg of solumedrol and 1 mg of ativan was administered intravenously. After the intervention, the patient was stable and discharged. There was a delay of 30 minutes.